Event description:
It was reported that intermittent minimum fill notifications occurred after the user filled the cartridge with 100 units of insulin during the load sequence. More insulin was loaded into the existing cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.